Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a non-medtronic guidewire perforated the left ventricle. It is unknown whether the navilyst or boston scientific guidewire caused the perforation since both were being used. A pericardiocentesis was performed and open surgical repair was required. The bleeding was unable to be controlled and the patient expired later that day. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).